Event description:
Follow up information reported that anchor components of the implantable neurostimulator (ins) system were accidently disposed of and not available for analysis. No other information was available but if additional information is received, a follow up report will be sent.

Event description:
It was reported that shortly after implant, the patient was shoveling snow and lost coverage on the right side of his back. An xray of the lead was taken and showed the right lead at least a full vertebral level higher than expected. A lead revision was done on (B)(6) 2013. Upon opening the area, the anchor holding the right lead was found to be broken. The left anchor held but the lead had slipped down and formed a small loop ¿subfascal.¿ both leads were repositioned and reconnected to the stimulator. The patient reported complete coverage of the area post operatively with excellent pain relief.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), product type lead; product ID 3778-60, serial# (B)(4), product type lead; product ID neu _siliconeanchor, product type accessory; product ID neu_siliconeanchor, product type accessory. (B)(4).